Event description:
It was reported that the left ventricular (lv) lead had high thresholds. The lv lead remains in service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product: 6949 implantable defib lead (B)(6) 2006; 4592 implantable pacing lead (B)(6) 2006. (B)(4).